Event description:
Alleged event: the catheter broke into 2 pieces: the conical tip detached from the rest of the catheter. An xray had to be completed to look for the broken piece that remained in the pt; no fragments were seen in the pt. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.